Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion, tamponade, and hematoma occurred. In order to overcome a severe tortuosity in the ilio-femoral vessels, a meier guide wire was chosen by the operators as a guidewire for the transcatheter aortic valve implantation (tavi) procedure. Very careful guidewire management was performed throughout the procedure; the nosecone of the lotus¿ valve system was also checked during tracking and while in the heart. Two hours post-procedure the patient experienced a pericardial effusion with tamponade and had to undergo pericardiocentesis and sternotomy because of a massive bleeding from the left ventricle. No perforation was noted in the heart free wall, but a large hematoma involving the apex of the heart with diffuse bleeding was treated with glue, inotropes and red blood cells. No further patient complications were reported and the patient is in stable condition. The guidewire is thought to have has created the hematoma by laying against the wall during the procedure. The patient was under anticoagulant therapy for atrial fibrillation before the tavi procedure and international normalized ratio (inr) was 1.8 which was thought to be a contributing factor.